Event description:
It was reported that the patient underwent a mini-invasive tlif at l4-s1. During the procedure, the set screw could not be loaded onto the l4 pedicle screw. A second set screw was tried and had the same result. The bone screw was replaced and the set screw could be seated. The procedure was completed without any other complications.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Review of device images provided appear to show set screw thread crest damage which may have initiated at the start of the thread, with witness marks noted on corresponding multi-axial screw thread flanks. The observations are consistent with set screw cross threading. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.